Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's oxygen was coming out of the back. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's oxygen blending module assembly and oxygen blending module harness needs to be replaced to address the issue.

Manufacturer narrative:
H3 other text : device not return.

Event description:
The manufacturer received information alleging a ventilator's oxygen was coming out of the back. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.